Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) needed to be repositioned multiple time during the implant procedure due to high thresholds and poor sensing. The patient became light headed and it was determined there was a pericardial effusion. Five hundred milliliters was drained from the patient. The ipg implant attempt was abandoned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Mc1vr01 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. (B)(4). Mc1vr01-delsys: the full delivery system was returned and analyzed. The analysis indicated that flat wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. Blood was observed on the delivery system (not obstructed). Blood was observed on the sheath. Blood was observed on the flush port valve of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is protruding flat wire mesh on the outer shaft at 3.2 cm from the distal end of the delivery system. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. There is blood in the flush tube. (B)(4). If information is provided in the future, a supplemental report will be issued.